Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a detached connector is confirmed but the exact cause remains unknown. One photo sample of a 4 fr groshong nxt catheter connector was provided for evaluation. The catheter is shown to be in patient use. A three-way valve is attached to the red hub of the extension leg. The red hub is shown to be detached from the extension tubing and white over-sleeve. No apparent splits or breaks are visible in the components. The characteristics of the tubing could not be clearly inspected from the image provided. Based on the information provided, possible contributing factors include exposure to pulling forces and damage during handling. Since the red hub was observed to detached, the complaint is confirmed but the exact cause remains unknown. H3 other text: evaluation findings are in section h11.

Event description:
It was reported that when infusing tnp, the red luer fitting of the strain relief of the connector and the transparent extension tube lumen were separated, leading to liquid leaks.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of recz3055 showed three other similar product complaint(s) from this lot number.

Event description:
It was reported that when infusing tnp, the red luer fitting of the strain relief of the connector and the transparent extension tube lumen were separated, leading to liquid leaks.